Event description:
The customer reported elevated troponin I (access accutni) results (0.1 or 0.2 ng/ml), within the risk stratification range, for a few patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The patients¿ results did not correlate with an alternate methodology which produced negative results (actual values unknown). The customer noted low-level control was elevated, at the high end of its range. The customer performed assay calibrations and results failed due to bad fit or high percent coefficient of variation (%cv). The elevated results were released from the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. The customer replaced the aspirate probes but system check continued to fail. The patients¿ samples were collected in the emergency room (ER) in to 13x100 mm lithium heparin gel tubes and centrifuged at 3,500 rpm (rotations per minute) for ten minutes in a swing-bucket centrifuge, at room temperature. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the aspirate probes were not aspirating from the vessels and noted one aspirate probe was clogged. The fse replaced the peristaltic pump tubing and the aspirate probes. A routine system check and high sensitivity system check were performed both of which passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware (aspirate probe and tubing) is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.